Manufacturer narrative:
The actual device used during the case was returned and evaluated. Visual exam of the occlusion balloon wire revealed that the hypotube appears to be separated 3cm proximal of the gold marker band. The hypotube is 195.3cm in length and approximately 6cm is missing. The extension wire was also examined and the missing section of hypotube was not inside. The extension wire was returned and is intact. The occlusion balloon material was examined and revealed some fluid indicating use. A review of the device history record did not detect any deficiencies in the mfg process. The event has been confirmed; the exact cause for the event is unk.

Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated. The physician inserted the occlusion balloon wire into the pt and advanced forward to the target lesion and inflated the occlusion balloon to occlude the vessel. The physician attempted to insert another device and noticed that the occlusion balloon had deflated. The device was removed and replaced with another to complete the case. The pt is reported to be fine.